Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned the side port of the sheath was broken. No patient complications were reported. No further information is currently provided. The sheath is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The complaint summary mentioned that the side port of the sheath was broken; however, the complaint allegation was likely describing the hemostatic valves being damaged/defective.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned the side port of the sheath was broken. No patient complications were reported. No further information is currently provided. The sheath is expected to be return for analysis.